Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 500 mg/dl, and a small amount of ketones. Customer delivered manual injections to stabilize blood glucose levels. At the time of the call the customer's blood glucose levels had lowered to 200 mg/dl.